Event description:
It was reported that there was arthrofibrosis, patient never achieved full rom.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
The patient is 73 inches in height. An event regarding arthrofibrosis involving a scorpio insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no device was returned. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a complaint history review confirmed no similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis following knee arthroplasty may result from other factors not necessarily related to the device.

Event description:
It was reported that there was arthofibrosis, patient never achieved full rom.